Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7428, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator (right).

Event description:
A health care professional reported that on (B)(6) 2014, impedance measurement of plots 0 (right side) and 6 (left side) were greater than 4,000 ohms. On (B)(6) 2014, the impedance measurement of plots 0 and 2 (right side) and 4 and 6 (left side) were greater than 4,000 ohms. No interventions were taken as plots 1 and 5 were used for the stimulation.